Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for failed back surgery syndrome. It was reported that patient stimulation pulsates more when he is laying down. No further patient symptoms or complications were reported in this event.